Event description:
Breast biopsy device malfunction. Sertera-12 biopsy device utilized for a breast biopsy procedure obtained a sample from the breast then would not set to obtain another sample. Another biopsy device was opened to complete the procedure. Company (hologic) was notified of the event. Manufacturer response for biopsy device, sertera 12 ga (per site reporter), return device.